Event description:
It was reported that a break in the tip of the lead was seen on x-ray. There appears to be a 2 cm space between the tip of the lead and the coil. Previously the pace/sense portion of the lead was capped and replaced due to poor thresholds. The lead has been explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. The helix and connector portion were not returned. A fracture of the inner coil was found between the tip and ring electrodes. The cause of the fracture could not be determined. Electrical test of partial lead showed no anomaly.